Event description:
The customer reported to olympus, when the high flow insufflation unit was turned on during preparation for use for an unknown procedure, the light-emitting diode (led) went out and an error sound was heard. The error code was unknown. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the finished device evaluation, legal manufacturer¿s investigation, device history record (DHR) review. The device evaluation determined that the failure occurred as a result of a faulty main board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the main board caused the failure, however, it is unknown what caused the board to fail. Olympus will continue to monitor the field performance of this device.